Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed without delay after deleting some patient exams. The philips field service engineer (fse) checked the device onsite and confirmed that the disk free space is low. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the image processing (ip)-pc was defective and needed to be replaced. To resolve the issue fse replaced the ippc. The defective part was sent for analysis, for ippc malfunction was confirmed and the failure was found to be failure caused by chassis intrusion activated, missing ground nut and washer. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system image processing (ip)-pc disk free space was low or full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.